Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a patellar dislocation surgery, the osteoraptor anchor fractured during implantation. The procedure was completed using a back-up device. It is unknown if there were any delay. No patient complications were reported.

Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided image found labelling confirming the product identification information. The anchor is fractured on the proximal side, and there is debris on the device. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and the anchor is fractured on the proximal end. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. Without relevant clinical information or the device, a thorough medical investigation cannot be rendered. It is unknown if any fragments were retained or removed from inside of the patient. If a portion of the osteoraptor remains retained in the patient, it is made of a biocomposite material. However, we cannot rule the possibility of potential risk for tissue inflammation and/or pain, micro-motion/migration. Since there were no other patient complications reported, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a patellar dislocation surgery, the osteoraptor anchor fractured during implantation. The procedure was completed using a back-up device. It is unknown if there were any delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information ¿b5: event description, h6: health effect - impact code¿ h3, h6: ¿the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. It was determined the device did not contribute to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided image found labelling confirming the product identification information. The anchor is fractured on the proximal side, and there is debris on the device. Without relevant clinical information or the device, a thorough medical investigation cannot be rendered. It is unknown if any fragments were retained or removed from inside of the patient. If a portion of the osteoraptor remains retained in the patient, it is made of a biocomposite material. However, we cannot rule the possibility of potential risk for tissue inflammation and/or pain, micro-motion/migration. Since there were no other patient complications reported, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. ¿